Event description:
It was reported that approximately 5 months post op, patient reported having pain and it was found that the bottom set screws had backed out. Revision surgery was performed to replace device. Patient is o.k.